Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-1880, mmt-332a, unomedical, mmt-7040ma. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. It was unknown whether the customer used the smartguard/auto mode of the insulin pump. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040ma.

Manufacturer narrative:
Pump was received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found corrosion on the vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. No evidence of physical or moisture damage on the pcba 1, force sensor and motor assembly noted. However, a cracked u6 component on the pcba 2 was noted. Force sensor zero offset within specification (25.15 mv). A test case was used, installed the original pcba 1, pcba 2, internal battery and motor. Using the battery simulator, the pump was still unable to power up. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. A working test pcba 2 was re-used with the original pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no blank display noted while using a test pcba 2. Blank display was confirmed due to a cracked u6 component on the pcba 2. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment, a serial number label fading and a broken belt clip rails. Unable to verify customer alleged for high bgs. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to a cracked u6 component on the pcba 2. During visual inspection, corrosion was found on the vibrator assembly and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.